Event description:
Related to MFR report # 2183959-2012-01127, related to MFR report # 2183959-2012-01129. On (B)(6) 2008, the plaintiff was implanted with an ams perigee graft. It was alleged that as a result the plaintiff has, "suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to infection, pelvic pain, and painful intercourse." It was also alleged that the plaintiff has, "sustained severe and permanent injuries, including pain, suffering," emotional distress, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.